Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check patient line alarm during drain 6 of 7 on the homechoice machine(hc). The home patient(hp) stated she found air inside the cassette that was stopping flow. The technical service representative(tsr) assisted the hp to end therapy early. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed since the sample was discarded. The root cause was not identified. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.